Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.